Event description:
Pt presented for elective anterior lumbar fusion l5-s1. Surgeon used the medtronic metallic template for correct sizing of disk space. When the surgeon attempted to remove the metalic template, the handle became disengaged and the metallic template remained in the pt's disk area. The handle caused harm to a surrounding vessel. Pt had extended surgical time and longer hospitalization.